Event description:
Additional information noted that a revision took place and that the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise resulting in oversensing was noted when it comes to this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The patient will be booked for a new rv lead implant. Further information will be provided. No adverse patient effects were reported.